Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test. Found reservoir no leakage and no air bubbles when removing the plunger, performed manual test per and found plunger easy to release from stopper-plunger. Evaluated open and used reservoir (plunger not returned). Performed pre-fill reservoir test. Using a new lab plunger; reconnected plunger and found reservoir no leakage and no air bubbles when removing the plunger.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leak. The customer¿s blood glucose level was 313 mg/dl at the time of the incident. The leak was past the second o-ring. The reservoir will be returned for analysis.